Event description:
Nurse manager is requesting an event log review to check the programming of versed during the 7am-7pm shift on (B)(6) 2013. Versed was documented at being infused at 11mg/hr (11ml/hr), concentration of 1mg/ml. However, when omni report was reviewed it does not show that a versed syringe was taken out during the shift. The versed syringes are 30ml (1mg/ml). So a syringe would last approximately 3 hours when infusing at 11ml/hr. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.